Event description:
Reporter had biozorb marker implanted in 2021. For the last month she has been having a bad taste in her mouth and "smelling an odor", at first she thought it was something in her house that smells bad or outside around her house but the smell would not go away. She states the implant site is "sore and tender" but it's been that way since having the implant. Reporter did not have any device information and does not know who the manufacturer is. Reporter not sure if device has been recalled because she has not device information, she will contact her surgeon to get more information.